Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown. Customer stated that pump is unable to keep the battery life for the normal time. Customer is already changed for a new brand (B)(4) aaa battery and the battery only lasts a few hours. Customer is on his backup plan since pump is completely off and does not turn on even with a new battery.